Event description:
During angio fistulogram procedure, dr was removing a deflated balloon -pta- catheter through the vascular sheath. Under fluoro, tech saw the sheath "gather" up. The balloon was inside sheath, with tugging the balloon portion snapped off inside sheath. Guide wire was already in place through the balloon catheter so dr removed sheath/balloon cath as a unit. The balloon area sheared was toward the exit port-no embolus generated.